Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 30.4 cm from the top of the connector to the break. The second piece measured approximately 287.2 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the laser fiber broke upon removal from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.